Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Logfile review performed by technical support for the treatment date shows no abnormalities that could have contributed to reported event. No errors or warnings on that day and stable energy at all treatments. Energy check was performed in the required time of half an hour before treatments. The root cause cannot be identified conclusively. With current information, no product malfunction can be associated with the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient experienced an over correction in the left eye post lasek procedure. It is too early to determine future plan for the patient. The plan is to wait up to three months to see the whole picture. There are multiple related reports for this facility. This report addresses patient dm's left eye and other manufacturer reports will be filed.